Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not being able to access their freestyle librelink account due to a password re-set error. As a result, the customer was unable to monitor glucose with sensor readings and experienced convulsions and a loss of consciousness, requiring treatment of glucose injection by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for application issues. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not being able to access their freestyle librelink account due to a password re-set error. As a result, the customer was unable to monitor glucose with sensor readings and experienced convulsions and a loss of consciousness, requiring treatment of glucose injection by a healthcare professional. There was no report of death or permanent injury associated with this event.